Manufacturer narrative:
On 24nov2024, the authorized service provider (asp) confirmed that battery test 13 of the performance verification test (pvt) failed. The asp replaced the lithium-ion battery, and the issue was resolved. Following the battery replacement, the asp performed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure observed during an inspection of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) observed the issue at a repair center during a pre-use check and reported that the device continued to operate following the observation of the battery failure. This investigation is ongoing.